Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The proximal and distal conductors were noted to have blood (not obstructed). The analyst commented that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.

Event description:
It was reported that the patient experienced diaphragmatic stimulation related to pacing in the left ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 2010 (B)(6); 5594 implantable pacing lead 2003 (B)(6); 6947 implantable defib lead 2003 (B)(6). (B)(4).